Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the injection. The following information was provided by the initial reporter: 'when trying to expel the medicine as an injection, nothing will come out of the needle. They can draw up medicine into the syringe with the needle but when trying to expel the medicine as an injection, nothing will come out of the needle. "

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the injection. The following information was provided by the initial reporter: 'when trying to expel the medicine as an injection, nothing will come out of the needle. They can draw up medicine into the syringe with the needle but when trying to expel the medicine as an injection, nothing will come out of the needle. "